Event description:
Complainant alleged that while attempting to pace a (B) (6) pt, the electrodes would not adhere to the pt's skin. The complainant indicated that it was possible that two sets of electrodes were tried. (Lot # 3508 has a manufacture date of 8/27/08 and an expiration date of 8/27/09. Lot # 0209 has a manufacture date of 1/8/09 and an expiration date of 1/8/2010). Complainant indicated that the pt received pacing burns. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.